Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they are replacing batteries four times a day. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. The insulin pump did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now without a low battery warning. The customer was advised the insulin pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.